Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: aug 15, 2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection was performed on the suspect product and found the plunger rod was partially advanced and the cartridge/cartridge tip was cracked. Viscoelastic residue was distributed through the cartridge. The lens module was inspected, and no viscoelastic residue or damage was observed. The device assembly was inspected and presented with no issues. The plunger rod advancement was inspected, and no resistance was felt. The lens was removed from the tape and presented with cosmetic issues/dimples; however, the tape adhesive could not be completely removed from the lens so no further evaluation could be performed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order was performed. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It is reported that the preloaded monofocal intraocular lens advanced too far and was unable to be used. The decision was made to remove it and use the backup similar lens during the same procedure. This issue was noticed during the insertion of the lens into the eye. No injury or medical intervention was required. The current status of the patient is unknown. No further information was provided.

Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.